Manufacturer narrative:
Since the subject device has not been returned to olympus for evaluation, omsc could not determine the cause of this event. The mfg history was reviewed, with no irregularities noted. Based on the info that there was a scratch around the fracture surface of the probe, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked.

Event description:
Olympus med systems corp. (Omsc) was informed that during a total cystectomy, the probe of the subject device broke and the fragment fell off into a pt's abdominal cavity. The fragment was taken out with a grasping forceps and the procedure was completed with a similar device. There was no report of injury regarding this event.